Event description:
The customer reported that the electrodes were not sticking and were giving an inaccurate EKG reading. Additional information received on 26mar2025 stated that the inaccurate EKG was due to the electrodes not sticking. The provider was unable to determine if the patient was having a cardiac issue. T hey used another EKG machine and was able to get a EKG. Patient care was not delayed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 409225x was reviewed and no anomalies related to the reported issue were observed. The DHR review shows that all acceptance criteria inspections were within acceptable limits during the production process. Samples were received for evaluation and the reported issue of inaccurate readings were observed. However, the results of the manufacturing facility investigation were unable to confirm any potential root causes associated with the manufacture of product which would have contributed to this condition. No corrective or preventative actions required. We will continue to monitor related reports to determine if additional actions are necessary.